Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported device caused damage was due to user technique/procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for damage caused to another device. It was reported that the patient was admitted in poor condition, requiring dialysis and in cardiogenic shock. The mitraclip procedure was considered a last attempt to treat the patient and was performed to treat grade 4 degenerative mitral regurgitation (mr). An xtr clip was implanted on the anterior 2/posterior 2 (a2/p2) leaflet segment. No issues were noted. A lateral jet remained, and the decision was made to implant an ntr clip lateral to the first. The clip was advanced; however, the clip orientation was not correct and the cds was pulled back to reposition. Difficulty was noted when pulling back, due to the previously implanted clip. The physician was trying not to damage the first clip or cause any tissue damage. A single leaflet device attachment (slda) occurred when the first clip detached from the posterior leaflet. It was thought that during repositioning, the cds may have made contact with the implanted clip, causing the slda. As the ntr clip was in the patient anatomy, the decision was made to implant the clip at the medial side of the slda clip. A second ntr clip was then implanted at the lateral side of the slda clip. The procedure ended with mr reduced to grade 1-2. The patient condition continued to decline, due to the cardiogenic shock and developed a gastrointestinal (gi) bleed and anemia. Medications were administered, and dialysis was performed; however, the condition continued to deteriorate. On (B)(6) 2019, the patient became bradycardic and was placed on "do not resuscitate" (dnr) status. Later that day, the patient died from causes related to cardiogenic shock, gi bleed and anemia. Per physician, the patient death was unrelated to the implanted mitraclips. No additional information was provided.